Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Additional information provided this rv lead also exhibited noise and low amplitude measurements. Subsequently this rv lead was explanted. Another lead was implanted to complete this procedure. This lead has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.